Event description:
A report was received that the patient's ipg in his right hip was infected as it was bleeding and leaking other bodily fluids. Antibiotics was prescribed. The patient underwent an ipg explant. It was believed that the infection was not device related. The patient was doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.